Manufacturer narrative:
The tech found the casters and the brake system was worn. He replaced the four casters and the brake system to repair the stretcher.

Event description:
Info received indicates the brake steer function not working properly. The brake caster wheels will not hold but the casters would ratchet and the steer was not functioning.